Event description:
Additional information was received and it was reported that the pump stalled and recovered in (B)(6) of 2013 due to an MRI; the stall recovered within 2 hours at that time. The patient had no symptoms related to that motor stall. No troubleshooting was done at that time. The pump was delivering gablofen.

Event description:
It was reported that a critical alarm due to a motor stall occurred. The cause of the stall was unknown and the issue was not resolved. As a result of the event, the health care provider (hcp) sent the patient directly to a neurosurgeon for replacement consult. A possible surgery, on (B)(6) 2013, was to occur; however, the reporter was still waiting to hear an exact date. No patient symptoms were provided and the patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. The patient had not exhibited any withdrawal signs as of the report date. The device system was used to deliver baclofen. It was later reported that a motor stall and recovery were confirmed to be recorded in the event logs. On the event date, the motor stalled at 15:15 and recovered at 16:42. Then on the following day, another motor stall occurred at 15:38 and recovered on (B)(6) 2013 at 5:59. Four additional stalls since then were also reported. There were no patient symptoms since the pump had started stalling. The pump was to be replaced. The health care provider (hcp) reportedly suspected the catheter ¿might not be in place¿ since the patient had not had any symptoms or change in effect of the infusion system since the motor had started stalling. It was further reported the cause of the stalls remained unknown. It was noted the patient had an MRI in (B)(6), the pump was interrogated at that time after the MRI and the motor stall recovery occurred properly. It was confirmed the patient did not ¿seem to¿ develop any withdrawal symptoms. The pump was replaced the day following the initial report date and was to be returned. The catheter upon x-ray examination appeared to be intrathecal. Intraoperatively, according to the surgeon, the catheter dripped back cerebrospinal fluid and was easily aspirated, therefore it was not replaced. At the time of replacement, the patient was reportedly receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis of the pump found gear train anomalies with the motor including corrosion and/or wear and/or lubrication along with stall due to shaft-bearing. The pump was received with a hard motor stall that later recovered before internal decontamination. Significant residue was found along with shaft wear on the upper shaft of gear 2. Some residue was also found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.